Event description:
Hypoglycemia [hypoglycaemia], novopen 4 piston problem which did not move correctly to press the cartridge back [device malfunction], only a part of the dose was injected at the first time of injection [incorrect dose administered by device], did not feel that the pen injected the dose so she injected herself again [extra dose administered], mixtard penfill was expired and used it by mistake [expired product administered], patient used the dialling clicks to estimate the dose of the insulin [wrong technique in product usage process]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hypoglycemia" beginning on (B)(6) 2019, "novopen 4 piston problem which did not move correctly to press the cartridge back" beginning on (B)(6) 2019, "only a part of the dose was injected at the first time of injection" beginning on (B)(6) 2019, "did not feel that the pen injected the dose so she injected herself again" beginning on (B)(6) 2019, "mixtard penfill was expired and this penfill was an old one in the fridge used it by mistake instead of the new penfills" beginning on 17-jul-2019, "patient used the dialling clicks to estimate the dose of the insulin" with an unspecified onset date, and concerned a 61 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date and ongoing due to "diabetes mellitus", mixtard 30 hm penfill (insulin human) from unknown start date and ongoing due to "diabetes mellitus" (dose and frequency 70 iu, qd (40-0-30)). Patient's height: 162 cm, patient's weight: 88 kg, patient's body mass index (bmi): 33.5310. Medical history included diabetes mellitus (type not reported, for more than 25 years), neuropathy and hyperlipidemia. The patient did not suffer from any other disease. Concomitant medications included melga (for neutropathy), cholesterolib tablets (for hyperlipidemia). It was reported that, patient had a problem in her novopen 4 and the medical educator in medical insurance examined the pen and informed her that the pen problem is fixed. On an unknown date, patient blood glucose value before injecting the additional units was 370 mg/dl. It was also confirmed that on 17-jul-2019, the mixtard penfill patient used was expired. The patient used the old penfill from the fridge by mistake instead of new penfills. On (B)(6) 2019, at night patient used the pen and the patient did not feel that the pen injected the dose so she injected herself again. It was reported that novopen 4 had piston problem which did not move correctly to press the cartridge back so only a part of the dose was injected at the first time of injection. The patient injected again and by repeating the injection, patient's random blood glucose level reached 60 mg/dl. On (B)(6) 2019, in the morning the patient experienced hypoglycemia with symptoms of shakiness, dizziness, sweating and numbness in full body. Patient was not in coma and felt better. It was reported that pen training was offered, during it reporter was asked to adjust the dose counter on 60 u and to press the dose button many times, the piston rod was moving normally out of the mechanical part, but by repeating the same steps, it was stuck inside the mechanical part and slightly moved from its place. Patient used the dialling clicks to estimate the dose of the insulin. Batch number was available. Action taken to novopen 4 was not reported. Action taken to mixtard 30 hm penfill was not reported. The outcome for the event "hypoglycemia" was recovered. The outcome for the event "novopen 4 piston problem which did not move correctly to press the cartridge back" was not reported. The outcome for the event "only a part of the dose was injected at the first time of injection" was not reported. The outcome for the event "did not feel that the pen injected the dose so she injected herself again" was not reported. The outcome for the event "mixtard penfill was expired and this penfill was an old one in the fridge used it by mistake instead of the new penfills" was not reported. The outcome for the event "patient used the dialling clicks to estimate the dose of the insulin" was not reported. Investigation result- novopen® 4, batch number: evg6140. The reported batch number is not valid. No conclusion can be made without the sample or a valid batch number. The product was not returned for examination. Company comment: 06-aug-2019: as the device (novopen 4) has not been returned to novo nordisk a/s for investigation and only very limited information regarding the handling of suspected device is available, it is not possible to identify a clear root-cause of the experienced adverse event and thus find similar incidents to the one reported in argus case (B)(4). Hypoglycaemia is assessed as listed according to the novo nordisk current ccds on mixtard 30. Considering technical complaint which resulted in extra dose administration the causal relationship between mixtard 30 and event hypoglycaemia cannot be ruled out. This single case report is not considered to change the current knowledge of the safety profile of mixtard 30. Reporter comment: melga and cholesterolib tablets were not codable. The start date of mixtard penfill and novopen 4 - 5 years ago. Reporter replaced that np4 with anther np4. Patient hasn't recently changed from another pen to the current novopen. Evaluation summary: name: novopen® 4, batch number: evg6140. The reported batch number (evg6140) is not valid. No conclusion can be made without the sample or a valid batch number. The product was not returned for examination.